Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. A partial lead measuring 46.0cm was returned for analysis in one piece. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil noted at 36.0 cm to 36.4 cm distal to suture sleeve tie impression noted at 37.8cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.